Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The upstream occlusion alarm sounded when the occlusion test began. The sensor was calibrated but the issue still occurred. The upstream occlusion (uso) sensor was replaced. Additionally, the uso seal was found to be buckling. The uso seal was replaced. The downstream occlusion (dso) seal was found to be delaminated and pushing against the air in line detector. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant upstream occlusion alarm with no occlusion present. There was no patient involvement.